Manufacturer narrative:
Evaluation of the subject device found the implant in the expanded state. Superficial scratches were noted on the anodizing that are likely the result of retrieving the implant during the revision surgery.the imaging provided shows the implant to have shifted outside the disc space. The exact cause of the reported issue could not be determined.

Event description:
It was reported there was a revision surgery to replace a rise spacer that migrated post operatively. This event occurred in japan.